Manufacturer narrative:
Medwatch sent to FDA on 08/26/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, redness and itching are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "injection procedure reaction to juvéderm ultra injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration." Adverse events: per table 1: injection-site responses by maximum severity occurring in > 5% of treated subjects (number/% of subject nlf¿s) possible injection site responses post injection with juvéderm ultra plus include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Post-market surveillance: post-market safety surveillance of juvéderm injectable gel in countries outside the us indicates that the most common adverse events include swelling, redness, discoloration, and bruising.

Event description:
Healthcare professional reported that after injection in the jawline with 1 syringe of juvederm ultra, and concomitantly with 2 syringes of juvederm voluma xc in the cheek area, and 1 syringe of juvederm ultra plus in the nasolabial folds and oral commissures, the patient experienced "acute swelling to the eye lid shut," redness and itching. Patient self treated with zyrtec and prednisone. Patient also slept sitting up to help reduce swelling. Healthcare professional additionally prescribed a medrol dosepak. Patient was pre-treated with a "topical treatment made up at the pharmacy of 20% betadine, 8%lidocaine, and 6% tetracaine." Patient is still experiencing redness and itching. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00465 3005113652-2015-00466 ((B)(4)). This MDR is being submitted for the third suspect product, juvederm ultra, also a device manufactured by allergan.